Manufacturer narrative:
An eval of the device cannot be performed, as the device remains implanted. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
The triathlon study coordinator reported via clinical affairs department that during a left triathlon knee replacement in 2009, it was agreed to revise the pt on table, as it was identified that the tibial baseplate was subsiding into valgus as a consequence of the bone being osteoporotic. It was agreed to revise the pt to a long stemmed prosthesis, but further reported that due to loaning of the equipment another hospital, long stem was not available. The originally implanted tibial baseplate was removed and again implanted, following amendments to the tibial baseplate and further reported that it was noted to be stable and free from subsidence. A revision surgery has been scheduled.